Manufacturer narrative:
The left lesion was treated (ica to cca) successfully with the non medtronic stent.

Event description:
The physician was using a mo ma ultra device to treat the patient. The device was positioned within the lesion with no issue reported; however it was reported that when the physician attempted to inflate the eca balloon, the assembly was about to fall off table and it was caught by the other physician. However, connected stopcock and t-safe connector were broken (outside the patient). A three-way stopcock was used instead of the broken parts. It was reported that patient intolerance symptoms were observed when both eca and cca balloon dilated therefore the physician decided to deflate the cca balloon. The procedure was complete with use of a filter in the ica and deployment of a stent. Physician commented that this case was a coincidental event. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: related to operational context (component broke in vitro during procedure). Symptoms of intolerance. Conclusion: operational context contributed to event (component broke in vitro during the procedure).